Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Reporter indicated a vns patient developed aspiration pneumonia with fever due to the initial vns implant surgery and was hospitalized. The patient has a history of aspiration pneumonias when he has been intubated for surgeries in the past. The patient has fully recovered and is doing well.